Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that when the pump was first implanted the healthcare provider (hcp) did not use staples in the patient's back and post-surgery the catheter incision opened up and the catheter popped out. It was noted that the patient had to wear a vacuum pump for 4 months, travel to the hcp office once a week and have a home health aid changed the incision bandages 3 times a day in order for the incision to heal. It was noted that the pump was removed on (B)(6) 2012. The caller stated that he was in chronic pain in the bed during the duration of the healing process because he could not get a pain pump implanted and had to use oral medication. The issue was reported as resolved. The hcp involved in the implantation was noted to be no longer in practice and the patient currently has no managing hcp. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.